Event description:
It was reported that during a lap hysterectomy procedure, the tip broke off the device and fell into the pt. It was retrieved without consequence. The site opened a new instrument to complete the procedure. No pt consequence.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.